Manufacturer narrative:
The microcatheter, snare, and implant were received for evaluation. The delivery pusher was not received. The implant was found detached from the pusher and entangled with the snare. The snare was tracked through the entire catheter and was stuck within it. The distal portion of the snare was deployed at the tip of the catheter. The implant was stretched with the proximal portion of the implant broken off and not included with the return. The unstretched regions of the implant were damaged with kinks and offset coils. The physical evaluation of the returned section of the implant could not determine if the device was detached using a detachment controller, because the heater coil could not be examined. The snare and retrieval of the implant likely contributed to the damage found on the implant. Without the complete pusher system, the investigation could not determine with certainty if the implant separated due to tensile force or via a detachment controller; therefore, the root cause of the complaint cannot be determined.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is currently underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during a coil embolization procedure, the coil implant detached prematurely in the intended treatment site. A snare was used to retrieve the detached coil. There was no reported patient injury. The patient's condition was reported to be "normal."